Event description:
It was reported by the patient's mother, who was a nurse, that she personally believed the patient's incision site was infected. She noted that the incision was still a little open at the top. She reported that they went to urgent care for antibiotics but that they hadn't been evaluated by the surgeon at the time of the report. The patient was implanted within the past two months. They later saw the surgeon three days later and the surgeon was not concerned about any infection or disadhesion at that time. The patient then reported that they followed-up with the surgeon and he wasn¿t sure why it was inflamed but at that point it seems to be healing nicely. The patient had taken the antibiotics prescribed by urgent care. The generator and lead's device history records were reviewed and sterility of the products prior to release was verified. No further relevant information has been received to date.